Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed via laprotomy (c section type incision)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("10 days post op and 99% pain free"), tooth disorder ("dental issues"), incision site pain ("little incision site pain") and dysmenorrhoea ("pain during menses"). The patient was treated with surgery (laprotomy (c section type incision)). Essure was removed. At the time of the report, the medical device removal, tooth disorder, incision site pain and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered dysmenorrhoea, incision site pain, medical device removal, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.